Event description:
During the pvc procedure, communication issues resulted in a procedural delay. It was noted that there was an error message that was displayed indicating the catheter data was invalid and the catheter could not be displayed. The message also indicated that the catheter was being used by a different patient. The connections were checked, and another catheter was tried. The entire system, including the ensite x amplifier, main unit, and light source were restarted, but the issue was not resolved. The catheter was exchanged, and the procedure was completed with no adverse consequences to the patient.